Manufacturer narrative:
Based on the claim against the product by the customer noting the tip on the force bipolar broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip bas. A piece approximately 0.600" x 0.185" was found to be broken off. The broken piece was not returned. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. An additional observation related to the customer reported complaint was also identified. The instrument was found to have a broken conductor wire. The conductor wire was broken at the top of the grip slot. As a result of the broken grip the conductor wire broke. The instrument failed the electrical continuity test. No thermal damage was observed. The probable root cause of a broken grip tip is attributed to either device design or use conditions. Regarding device design, fragments can result as retention of the metal injection molding (mim) to the overmold (om) is insufficient. Regarding use, damage to the force bipolar instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. The probable root cause of a broken and/or dislodged conductor wire is attributed to component failure. The conductor wire retention groove is insufficient for the instrument¿s surgical application. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodging may pull the conductor wire out of the routing groove. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar instrument tip was held on by the cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing. The initial reporter stated that there was no further information available.